Event description:
The facility reports the pt was in a chair, which was attached to the jib and swung over the bath. The chair and the pt then dropped into the bath water. The pt suffered a cut on their toe and pain in their elbow and side.